Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the radial artery. A 7.0 x 100, 75cm mustang balloon catheter was selected for use in a percutaneous transluminal angioplasty. However, during preparation outside the patient, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 14mm proximal from the distal tip. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device. This concludes the product analysis.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the radial artery. A 7.0 x 100, 75cm mustang balloon catheter was selected for use in a percutaneous transluminal angioplasty. However, during preparation outside the patient, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was stable.